Event description:
It was reported that, the camera head exhibited dark image and suspected disconnection. The issue was identified at the time of inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1. Initial reporter establishment name: (B)(6) hospital. E1. Address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.